Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was reported by a healthcare professional (hcp) via a company representative. On (B)(6) 2017, it was reported that the pump was explanted on (B)(6) 2017. It was noted that the pump had been replaced with another manufacturer¿s device. The hcp reported that six month ago the pump had a previous motor stall and upon stall and recovery and the hcp believed that pump overinfused at restart and the patient went to the emergency room. At the time of the report the patient was alive with no injury and it was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID neu_ptm_prog, product type: programmer, patient. Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. Analysis of the catheter found that there was coring/tears/cuts in the seal of the catheter suture-less connector. (B)(4).

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative. It was stated that the patient presented to the ER with a headache. The managing physician requested that the ER physician interrogate the pump. Upon interrogation a motor stall was noted. The pump had recovered from the first stall. A second motor stall had occurred and the pump had not recovered from the second stall. The physician programmed the pump to minimum rate and indicated the patient¿s symptoms would be managed medically.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl 1.5 mg/ml for a total dose of 0.45mg/day via an implantable pump for non-malignant pain and cervical and neck. It was reported that on (B)(6) 2016, multiple motor stalls occurred and recovered. Patient did not recently have an magnetic resonance imaging (MRI). Pump status and/or event log reported a motor stall occurred and was active, motor stall and recovery, and multiple motor stalls and recoveries. It was reviewed to consider pump replacement or consider programming to minimum rate. If pump is explanted or replaced return pump to manufacturer was recommended. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.